Manufacturer narrative:
A visual assessment was performed after disinfection. The endoscope attachment strap was broken off, confirming the complaint, and the detached portion of the strap was returned. As received, the working channel sleeve did not protrude. However, a functional assessment was performed and working channel sleeve protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the spyscope was attached to the endoscope, the blue strap popped right off and torn which could not be reattached to the endoscope. The procedure was completed with a second spyscope digital access and delivery catheter. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.